Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose level at the time of incident is unknown. During troubleshooting the customer resolved the issue by changing the battery. However, the caller mentioned that the insulin pump had received a failed battery test alarm before. Troubleshooting did not occur for the failed battery test alarm. The customer was sent a battery cap to resolve potential failed battery test issues. The insulin pump was not returned for analysis.